Event description:
During a thoracoscopy segmental resection procedure, the tissue was not cut. The knife was missing. Surgeon applied another device to cut the tissue. Hosp reported that no pt injury had occurred.

Manufacturer narrative:
Although evidence was found that indicate the subject knife was present when the instrument was fired, we could not determine the cause for the reported condition as the knife was not returned for evaluation.